Manufacturer narrative:
(B)(4). Batch # m53y68. Additional information was requested and the following was obtained: it was reported that the knife was broken. Could you please provide details as to the damage to the knife? It was reported that the surgeon found the knife to be out of the protective housing and the distal end of the knife was observed to be broken. Did the knife move from the protective housing? No information. If the knife moved from the protective housing, was it able to be returned? No information. Did any pieces of the knife break off? No. Did any pieces fall into the patient? No. Will all pieces be returned with the device? Yes. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Please reference the instruction for use for more information. In addition, the cartridge had the swing tab in the locked position and the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The instrument was tested for functionality with a test cartridge reload and it performed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the device could not fire. The surgeon found that the knife was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.